Event description:
Medtronic attain split off (broke into two pieces) inside of the abbott cps slittable outer guide after being slit utilizing a boston acuity universal slitter. The left ventricle lead position was not optimal and the lead was removed. When a quadpolar catheter was reinserted through the cps sheath to reposition the sheath into the coronary sinus the fractured end of the medtronic attain was pushed out of the cps sheath. The tip lodged into the right atrium. This end was then successfully retrieved with a snare by interventional cardiology. When completing the procedure a second attain select sure valve was utilized with same cps guide. When the attain was split with a second boston universal slitter (marked # 2) the attain select again split into two pieces. This time the both pieces were retrieved through the cps system. All of the parts utilized are in the supply analyst office.